Event description:
End-user reports redness and itching under water's tape border.

Manufacturer narrative:
Based on the available info, this event is deemed a serious injury. From a clinical perspective, a causal relationship between the sur-fit natura 2 pc durahesive convex wafer adn this event is deemed possible because the product in use is temporally associated with the skin where the problem occurred. The pt has discussed care technique with the ostomy nurse, who suggested the use of a product without a tape collar. No add'l pt/event details have been provided to date. A return sample for eval is not expected. Reported to the FDA on (B)(4) 2013.